Event description:
Related manufacturer reference number:2017865-2023-52034. It was reported that the right ventricular lead exhibited noise. Programming changes were performed. The patient was in stable.